Event description:
Caller reported an alarm indicating an occlusion event, which occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin use. They experienced recurring occlusion issues and had previously taken similar corrective measures. Technical support advised on site rotation and the potential use of a different infusion set while also sending sample supplies. Replacement cartridges were sent to the customer, and they were encouraged to reach out if issues persisted.